Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) listened to the recorded call and obtained the following information: the patient tests twice a day. On the morning of that day, the patient did not experience symptoms and tested his blood glucose and obtained a 204 mg/dl. The patient went to the physician's office and a lab test was done; however, the result was not provided. There is no information on whether the patient received any treatment at the physician's office. The technique of applying blood on the test strip was correct. The customer care advocate (cca) was unable to run a quality control test since the patient did not have any control solution. Patient refused to run a blood test with the cca. Mas spoke to the patient 2 days later, and the patient only provided a little information and then disconnected the call. The information he provided to mas was conflicting to what he told the cca. The following is what the patient provided to mas: on the morning of the day, the patient felt weak and dizzy. He tested his blood glucose and obtained a 204 mg/dl. He drank orange juice and contacted the paramedics. He does not recall what the reading was on the paramedic's meter; however, was treated with "something sweet." He was not taken to the emergency room. The patient does not recall the readings prior to the incident. A normal reading for him in the morning is between 110-120 mg/dl. The patient refused to provide mas any further clinical information and disconnected the call. The complaint is being reported because the patient experienced symptoms that suggest he was hypoglycemic and the patient's meter read 204 mg/dl. Although the patient did not recall the reading on the paramedic's meter, a medical professional treated the patient with something "sweet," possibly for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If either the meter is returned, lifescan will evaluate itand, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.